Event description:
It was reported that the patient de-saturated while on the ventilator. The patient was taken off of the ventilator and, according to the patient's mom, the rn failed to manually ventilate the patient. It is unknown if the ventilator had an audible alarm when the reported problem occurred. An ambulance took the patient to the hospital where the patient passed away.

Manufacturer narrative:
The ventilator passed an extended test run using the customer¿s ventilator settings and passed all alarm testing. During the ltv final test, the ventilator had slight non-conformances with the flow performance test and the calculated vti average. These slight non-conformances would not result in a failure to ventilate properly. The flow valve was replaced to correct the slight non-conformances that were found during service of the ventilator.